Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 300 units. Reportedly, the customer added 0.5 units to the cartridge and successfully completed the load process. Blood glucose was 230 mg/dl.